Event description:
Pt had arterial line - to cardiac recovery after open heart surgery. Pt arterial line was hooked up to monitor to the transducer. Transducer had to stabilize which took 2 seconds for the autoscale to set for that blood pressure. Pt's blood pressure went below the autoscale and no wave form appeared on the monitor. Monitor reset the autoscale and still no wave form appeared - no wave form appeared for 2-3 mins on the monitor.